Event description:
Pt is a contact lens wearer and uses bausch and lomb renu with moistureloc solution. The pt was diagnosed with fungal keratitis on 04/24/06. It is also noted that the pt stated he rec'd a foregin body to the eye while welding at work on 04/20/06.